Manufacturer narrative:
(B)(4). The device has not been received for analysis. If the device is received, upon completion of the failure analysis of the complaint device, a supplemental medwatch will be filed if there is any further relevant information from that review.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary rx covered stent was implanted in the middle common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with metal stent implantation procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was tight. There were no issues noted during initial stent placement. According to the complainant, on (B)(6) 2017, the patient required a second ercp for an unknown reason and during this procedure the physician noted that the stent had migrated 2.5 cm outside of the duodenal papilla. The migrated stent was removed using forceps and the procedure was completed with another wallflex biliary rx covered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A wallflex biliary stent was returned for analysis. The delivery system was not returned. No issues were identified during the product analysis. The investigation could not confirm the reported event based on the condition of the returned device. However, taking all available information into consideration, the investigation concluded that the reported event was most probably due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label. The dfu lists stent migration as a potential complication. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(4) 2017 that a wallflex biliary rx covered stent was implanted in the middle common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with metal stent implantation procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was tight. There were no issues noted during initial stent placement. According to the complainant, on (B)(6) 2017, the patient required a second ercp for an unknown reason and during this procedure the physician noted that the stent had migrated 2.5 cm outside of the duodenal papilla. The migrated stent was removed using forceps and the procedure was completed with another wallflex biliary rx covered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.